Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: date: (B)(6) at 19h00 = 139 mg/dl. Date: (B)(6) at 19h13 = 283 mg/dl.